Event description:
Despite attempts to receive further information regarding the device and event, no response or sample for evaluation was received. The device history record (DHR) review was completed and there was no nonconformance found related to this event.

Event description:
It was reported that the device was explanted after implant duration of zero days, due to unknown reasons. No further details were provided. Information learned from implant patient registry.

Manufacturer narrative:
Device not returned.